Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of reported failure is a user error, most likely reconnecting tubing that was disconnected, which may cause pump pressure monitoring errors, which may cause extravasation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6480 pump fluid was flowing inside the patient during a knee procedure. The system began pumping an excessive amount of fluid into the patient¿s knee, causing significant swelling, approximately three times larger than the unaffected leg. There was 1600 ml of fluid inside patient, and only half of the fluid was removed. This occurred during use in a case.